Event description:
Healthcare professional reported 6 cases of ¿sterile abscess¿ with juvéderm® voluma¿ with lidocaine. Event status is unknown.

Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Continued h.6. Health effect - impact codes: f1205. Article citation: munhoz, g., cavallieri, f. A., de almeida balassiano, l., tembra, m. F., cunha, j., silveira, a. C. O., moreira, m., & ramos-e-silva, m. (2022). "Sterile abscess due to hyaluronic acid: a new diagnosis and a proposal for treatment-a series of eight cases." Journal of cosmetic dermatology, 21(11), 5562¿5568. Https://doi.org/10.1111/jocd.15135. Further information regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Additional information reported via article, "sterile abscess due to hyaluronic acid: a new diagnosis and a proposal for treatment-a series of eight cases," a patient was injected with 1ml of juvéderm® voluma¿ with lidocaine (0.5 ml each cheek). 10 days later, patient experienced intense edema with a few erythema and pain. Microbiology analysis noted sterile abscess. Patient was treated with oral antibiotics and oral corticosteroid. Hyaluronidase was injected 3 times. Patient ultimately treated with ultrasound guided treatment known as munhoz- cavallieri lavage protocol in left malar and once in right malar. Symptoms resolved. This is the same literature article reported under MDR ID# 3005113652-2023-00017 (allergan complaint # (B)(4)), MDR ID# 3005113652-2023-00019 (allergan complaint # (B)(4)), MDR ID# 3005113652-2023-00020 (allergan complaint # (B)(4)), MDR ID# 3005113652-2023-00021 (allergan complaint # (B)(4)), MDR ID# 3005113652-2023-00022 (allergan complaint # (B)(4)). This MDR is being submitted for patient 3.